Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a user error was not confirmed due to the lack of sample return. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted (B)(4) and reported that they were under a tornado watch and the home patient (hp) had to disconnect, but did not put a flexi cap on the end of the patient line. (B)(4) assisted the hp with ending therapy so that she could start over with new supplies. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse she was not aware of this user error; however, the patient has been to the clinic since this event and has resumed therapy with no issues. There was no patient injury or medical intervention associated with this event. No further information is available.